Event description:
Broach broke and piece was stuck in the pt. The piece was removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.